Manufacturer narrative:
Results: the ace68 was undamaged. Conclusions: evaluation of the returned ace68 revealed an undamaged, functional device. During functional testing, the ace68 was advanced through a demonstration catheter without an issue. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt resistance while advancing the ace68 within the non-penumbra sheath and, therefore the ace68 was removed. The procedure was then completed using a new ace68 and the same sheath. There was no report of an adverse effect to the patient.